Manufacturer narrative:
The returned device was evaluated which included functional testing. The device was turned on via battery power and ac power. During the operational testing the unit provided visual alarms and passed simulation testing by providing accurate measurements. No sound was coming from either the front panel or side panel speaker. The audio system on the system circuit board failed testing due to insufficient voltage which prevented the device to emit alarm sounds. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.

Event description:
The customer reported "no alarms". No consequences or impact to patient were reported.